Event description:
The customer reported approximately twenty-five (25) milliliters of clear fluid leaked under the right side of the instrument and on the counter, and the rocker sensor was not functioning, involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the erythrolyses pump leaked due to a broken spring inside the pump. The fse replaced the affected pump. The fse observed the rocker bed malfunction due to the sensor distribution board. The fse installed a new sensor distribution board and resolved the issue. While onsite, the fse incidentally replaced the workstation computer and performed laser alignment. This was independent to the fluid leak. No further evidence of fluid leak was observed. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).